Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port blood leaks out of control plug bosses, this batch number has two more cases of isolation plug leaking blood in the past two days, please assist in investigating the cause and give customers a result feedback, thank you. The product was successfully punctured, but after removing the needle cone, blood leakage occurred from the isolation plug; two units were affected; samples cannot be returned, with photographic evidence provided; requires a green claim; requires a complaint response letter; requires a complaint receipt letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Our quality engineer inspected the photo and 4 samples submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the samples. Analysis of the samples showed the primary septum to be deformed and blood stains on the secondary septum. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause for primary septum deformation is high friction during septum to adaptor assembly due to no alcohol (ipa). Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.